Event description:
It was reported that during normal follow up, externalized conductors were observed via imaging. Patient was asymptomatic and no electrical anomalies were noted. Lead remains implanted.

Manufacturer narrative:
No medwatch form was received.